Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-03196. It was reported the patients trial procedure was abandoned from the inability to implant the leads due to the patient anatomy.